Event description:
Additional review indicated the information about the device turning on/off when pushing on the stimulator pocket pertains to MFR report # 3004209178-2012-03568. Any additional information on this issue will be reported in that report. Additional information. The patient's health care professional stated the device was working "well" now.

Event description:
It was reported a week after implant the patient could push on the stimulator pocket and the stimulator would turn on/off. The patient's urinary incontinence had been flared up since the implant and the patient was "miserable." About a week later it was reported the device was reprogrammed. Following the reprogramming the stimulation was too strong and hurt and the patient needed to turn the device off. It was unclear whether the device was in fact turned off though. The patient did not have her patient programmer with her and called her health care professional. The patient's hcp told her to just leave the stimulation where it was. The patient was having problems because she could not have the device on to get symptom relief. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3080 lot #l80012 implanted: (B)(6) 2000, extension model 3095-10 (B)(4) implanted: (B)(6) 2012, programmer model 3037 (B)(4).